Event description:
It was reproted that the customer received alarms on the insulin pump, including an unexpected restart alarm. The insulin pump had not been stored or not in use for an extended period of time. It was stated that as a result of the unexpected restart alarm, the customer had not been getting his basal rates at the correct times. During troubleshooting, it was stated that there was a crack on the insulin pump on the threads of the battery compartment. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.